Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead became dislodged post operative. The following day the physician made numerous attempts to reposition the lead but eventually decided to cap the lead with no replacement. No patient complications have been reported as a result of this event.